Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen after changing . The blood glucose was unknown at the time of the incident. Customer also received low battery alarm. Troubleshooting steps were guided for blank display screen. Customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Insert battery alarm did not display on the pump screen. Display returned after pump restart. Customer advised to the insulin pump. Customer was able to get the screen to work and will continue to use and monitor the pump. The insulin pump will not be returned for analysis.